Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during the surgery the drill bit broke. No further information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation of the complained article shows that the drill bit is broken off. It is obvious that the drill bit was ¿overturned¿ by excessive applied torsional force. A visible sign on the tip indicates that the drill bit got stuck either in the bone or in the drill sleeve and as the user turned with thigh force, the drill bit got damaged. Therefore, we recommend not turning the drill bit during insertion into the drill sleeve in order to prevent jamming in it. We are aware that this is very delicate drill bit which require extra caution during use. Please also note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Device was used for treatment, not diagnosis.